Event description:
It was reported the patient lost 100 pounds and the ins moved around a little.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(4) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(4) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).